Manufacturer narrative:
Concomitant medical products: product ID 3550-14, lot# n312823, implanted: (B)(6) 2012, product type: accessory; product ID 3550-14, lot# n328284, implanted: (B)(6) 2012, product type: accessory; product ID 355531, lot# n327055, implanted: (B)(6) 2012, product type: screening device; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37761, lot# unknown, product type: recharger. (B)(4).

Event description:
The patient, implanted for spinal pain, reported they thought their implantable neurostimulator (ins) was overdischarged. The patient had not charged in a year and was planning to have the ins jump-started with a manufacturing representative (rep). Prior to going into overdischarge the patient's battery was draining daily. The manufacturer representative attempted to read to the battery with the clinician programmer but it was unsuccessful. The patient also had lost their implantable neurostimulator recharger (insr). Imaging was taken and x-rays confirmed the leads were placed midline at t8-t10. A battery replacement was scheduled for (B)(6) 2015.